Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (sleep/wake button unresponsive; screen unresponsive; screen visibility) was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet insulin pump became unresponsive with a blank touchscreen after the patient went swimming, despite prior charging at approximately 80 percent and subsequent attempts to charge, force wake, recalibrate the touch sensor, and clean the screen; the device showed a flashing green light on the charger, and a replacement was provided. Symptoms included hyperglycemia with a reported peak of 379 mg/dl, nausea, and irritability. Outcomes included several hours of elevated glucose and the use of backup therapy with another pump system; no medical intervention or hospitalization occurred. Investigation included guided troubleshooting, cleaning, forced wake procedure, and remote follow-up, along with collection of device identifiers and logistics for replacement and return. Investigation of the returned device revealed a persistent screen/touch interface failure, rendering the user interface nonfunctional, consistent with a display or capacitive touch subsystem malfunction following water exposure.